Event description:
The customer reported being hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 94 mg/dl. The customer also reported that the insulin pump was lost during the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.